Event description:
A patient reported experiencing incaccurate erratic results with a fasttake meter. The patient's blood glucose results were 50, 60 and 180 mg/dl. Tests were done within 10 minutes with a difference of 77 mg/dl. Patient did not experience any adverse events. No further information has been reported.